Event description:
Staff attempted to position the leg of the patient while placed in the allen yellofin stirrup. The stirrup came free from the clamp attached to the bed. Staff had to hold of the leg of the patient and dong so without putting stress on the patient's extremity.